Manufacturer narrative:
This pacemaker was removed from service. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this pulse generator caused or contributed to the noise induced pacemaker inhibition. The patient did experience syncope and asystole greater than 2 seconds as a result. Troubleshooting by the physician could not identify any lead issue such as fracture or break in either the right ventricular lead or the device header. Impedances were within normal limits also.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations of pacemaker inhibition and noise oversensing. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.